Event description:
It was reported while using an unspecified bd pegasus catheter there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the new indwelling needle was properly indwelling and fixed on the same day and checked for smoothness. The next day, the infusion was slow, with resistance or even no drip.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd pegasus catheter there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the new indwelling needle was properly indwelling and fixed on the same day and checked for smoothness. The next day, the infusion was slow, with resistance or even no drip.